Manufacturer narrative:
The obturator has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the obturator fell off into the patient. Although, the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a tiny piece of the obturator had broken off and fell in to the patient. The piece was retrieved without any harm to the patient. The planned surgical procedure was completed with no reported injury.